Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: a trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. However, no reference numbers were received in order to check whether the correct sizes were combined. Review of incoming information: it was reported in a journal article that the patient underwent revision surgery of all hip components due to a deep infection after 6 years in vivo. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. The sterilisation certificate of the decices could not be reviewed since the devices lot numbers are unknown. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification which is available for all every product family certifies the suitability of sterilization. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. However, all possible causes related to the issues reported are listed in the respective dfmea for all components. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal article that the patient was implanted a metasul liner exact catalogue number unknown) between 1999 and 2001. All hip components were revised due to a deep infection after 6 years in vivo. Note: since the revision date is unknown, the awareness date was taken as occurrence date. (Journal article: m.r. Streit et al.: 10-year results of the uncemented allofit press-fit cup in young patients, in: acta orthopaedica (2014) 85:4, 368-374)